Event description:
Allegedly, pt was getting up off knees to stand and lift a stereo. As he was standing, he twisted one leg to turn, leg gave way. Left neck break occurred.

Manufacturer narrative:
Investigation is not complete. Attempts are being made to have the product returned for eval. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00309. This event occurred in foreign country.